Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that one of the pins has come loose. It was fully removed. There was a delay of approx 20-30 min.

Event description:
It was reported that one of the pins has come loose. It was fully removed. There was a delay of approx 20-30 min.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. All devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. There have been similar reported events for this lot ID. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.